Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that on (B)(6) 2023, when attempting to remove the healing abutment, it was noticed that it had become fused to the implant and was impossible to unscrew. Therefore, the implant had to be removed. The affected dental position is unknown. The doctor reports that the dental procedure was not completed with the placement of another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) and one (1) unknown zimmer healing collar for evaluation. Visual evaluation and functional test were performed, there was bone debris on external threads. The implant had unknown healing abutment stuck to it. The abutment was modified. The abutment was damaged and would not disengage. This complaint refers to the unknown zimmer healing collar. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer healing collar is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use and torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implants and abutment wouldn¿t disengage. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.